Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 500 mg/dl. Troubleshooting was performed. The programming and settings in the insulin pump were correct. The fixed prime and high pressure tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.